Manufacturer narrative:
Continuation of d10: dtma1d4 crt-d implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient complained of intermittent stimulation that was troubling enough to have the left ventricular (lv) lead replaced near device elective replacement indicator (eri). The stimulation was identified as phrenic nerve stimulation. The lv lead was attempted to be pulled back and explanted. However the physician decided to leave the lead in place and cap it instead. A new lv lead was implanted. No further patient complications have been reported as a result of this event.